Event description:
Boston scientific received information that an x-ray revealed that this left ventricular lead had dislodged. The lead was explanted and replaced. The lead will not be returned, and no adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.